Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
Customer reported via phone call that the insulin pump had a replace battery alarm. Customer¿s blood glucose value was 98 mg/dl. Customer stated that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The device will return for the analysis.